Manufacturer narrative:
Initial MDR 1219913-2023-00153 was filed on aug 04, 2023. Additional information ¿ sep 13, 2023: a customer from outside the united states reported the initial issue as two samples that repeatedly recovered higher with advia centaur ca 19-9 kit lot 521 than with the alternate method 1 and 2 ca 19-9 assays. Because there is no indication of a cancer diagnosis with these two patients, the customer believes the alternate method 1 and 2 ca 19-9 assay results, which are within the normal range, are correct. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. The expected values section of the advia centaur ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml, so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the advia centaur ca 19-9 instructions for use (IFU) states: "the assay is not supposed to be used as a screening test or for diagnosis. Elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." Based on the available information, the cause of the discordant result with sample 1 is consistent with a sample-specific interferent. The cause of the discordant result with sample 2 cannot be determined. It could be due to a patient-specific interferent or due to normal assay to assay variation. Return of the patient sample for further investigation is not possible due to china's customs issues. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
The customer from outside the united states reports observation of discordant elevated results for samples from two patients when running ca 19-9 lot 521 on the advia centaur xp analyzer. The initial results were not reported to the physician(s). The samples were repeated on the same analyzer and results that were similar to the initial results were obtained. There is no indication of a cancer diagnosis with either patient. The samples were repeated on the alternate methods and lower results were obtained. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer reports observation of discordant elevated results for samples from two patients when running ca 19-9 lot 521 on the advia centaur xp analyzer. The initial results were not reported to the physician(s). The samples were repeated on the same analyzer and results that were similar to the initial results were obtained. There is no indication of a cancer diagnosis with either patient. The samples were repeated on the alternate methods and lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19-9 results.